Manufacturer narrative:
Evaluation summary: the barcode label can be read four times at the time of label creation, at the time of leaving miyagi, at the time of entering the domestic warehouse, and at the time of leaving. It was confirmed that the product returned this time cannot be read after being read several times. We called a printing press vendor to clean the printing press, and compared the label reprinted after cleaning with the label of the returned product. As a result, there was a difference in the printing condition, so we decided to clean the printing press regularly. Do. Of the inventory in miyagi's sales warehouse, the relabeling of the hdb series, which had the label printed before cleaning the printing press, has been completed. For other products that use the same printing machine, it has been confirmed that there is no blurring and that it can be read by a reader in miyagi. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date

Event description:
(B)(6) will contact admi by email and phone to inform him of the hbd2418w barcode printing error. This event occurred at the time of installation. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. After a review of the bar code in the corresponding box attached label,it is considered that the part corresponding to the serial number behind the barcode was faint. If additional information becomes available, a supplemental report will be filed with the new information.